Manufacturer narrative:
Integra has completed their internal investigation on 22 sep 2016. The product was not returned for evaluation. Device history record (DHR) was not possible since the lot number was not provided. No patient harm was reported as part of this event. Upon review of integra¿s complaint system from 08/30/14 to 08/30/16 a total of three (3) complaints (included the one investigated under this report) related to ¿cusa had no virtually effect¿ for cusa tips and flues products family have been reported. Approximately (B)(4) units of cusa tips and flues products have been shipped for sales purposes since 08/30/14 to 08/30/16, resulting in a complaint occurrence rate of approximately (B)(4). This was determined by dividing the number of complaints in this category (3) by the number of units shipped for sales purposes of the cusa excel units. Conclusion: the reported condition could not be confirmed based on the information provided by the reporting facility. Complaint unit was not returned for evaluation and no picture was provided. A potential root cause may have been that the amplitude decreased from 100% and the user did not notice the reduction of amplitude.

Event description:
On (B)(6) 2016 the c4617s cusa shear tip was not working. The device was being used on a (B)(6) patient undergoing dissection of large meningioma with calcification in the anterior fossa. When the doctor got to the tumor the cusa had virtually no effect in spite of the fact that the machine was set on full power and the medical team was using the "shear¿ tip. When the tip was under load there was no reduction in amplitude. The cusa console was the concomitant device in use. As a consequence of the product problem the operation took much longer than it should have and the estimated increase in surgery time was (three to five) hours. There was no injury to the patient and the outcome was good with 90% debulking of the tumor.